Event description:
Cup spun out of pt's acetabulum leaving the screw in place in the pt. The screw head pulled through the hole and remained in the pt.

Manufacturer narrative:
(B) (6). Eval summary: with the info provided, it is not possible to definitively conclude the cause of device failure. Pt info such as height, weight, pt's bone quality, and activity level were not reported. Additionally, surgical notes were not provided, so the amount of press fit, if any, used during shell insertion is unk. Considering the damage to the screw head and the fiber metal shell coating near the screw hole, it seems likely that excessive torque was applied to the screw during insertion. Another possibility is that, post-operatively, an excessive loading of the shell caused the shell to rotate within the acetabulum which, because the screw was well-fixed in bone, forced the screw to pull-through the screw hole. Without more info, the probable cause cannot be determined. Eval: device history records indicate all components were mfg and inspected to spec. Scanning electron microscopy (sem) analysis/energy dispersive spectroscopy (eds) analysis was performed. No mfg abnormalities could be detected by either method.